Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a clinical repeat procedure for a pulse field ablation (pfa) procedure, a farawave ablation catheter was selected for use, it was noted that after delivering two cardioversion shocks with the farawave catheter in the body, the ep mapping system did not register the farawave position appropriately, the catheter was replaced. No patient complications were reported. Procedure outcome was not yet disclosed.